Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0jsnj, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient¿s battery eroded and became infected. The type of infection was unknown and the patient had pain and redness at their device pocket. The patient also had less than 50 percent therapy relief. It was noted that impedance testing and x-rays were performed and the device was reprogrammed. The patient¿s whole system was explanted. It was stated that the issue was not resolved but the patient¿s status was reported as alive with no injury. No clear outcome was reported regarding this event, so further follow-up is being conducted to obtain this information. If additional information becomes available, a supplemental report will be sent.